Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "lack of sterility" due to the patient "playing" around causing the attachment piece (unspecified) to break and subsequently the unspecified "attachment piece was put back together" (no further description was provided). Subsequently, 12 to 16 hours later, the patient experienced peritonitis manifested by abdominal pain, cold sweats and fever. On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis with cefepime (1.2g, ip [intraperitoneally], frequency was not reported). The next day, the patient began treatment for the event with vancocin (2g, ip, frequency not reported). One day later, therapy with cefepime was discontinued. On the same day, the patient started therapy for the peritonitis with obracin (80mg, ip, frequency not reported). Three days later, the patient stopped therapy with obracin. One week later, the patient stopped therapy with vancocin. On the same day, the patient's peritoneal dialysis (pd) tenckhoff catheter was removed and patient shifted to hemodialysis (hd). On the same day, the patient was discharged from the hospital. It was unknown if the patient was retrained in aseptic technique and at the time of this report, the patient had decided to remain on hd. On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis event. No additional information is available.